Event description:
Additional information was received indicating that the patient was referred to a surgeon for revision. Revision is likely but has not occurred to date. No additional information has been provided to date.

Event description:
On (B)(6) 2013 product analysis on the generator was completed. Product analysis observed header cavity dimensions which are larger than specification (septum) which appeared to be due to post-explant exposure of generator to clinical site disinfection technique (flash sterilization); not a device-related issue. The physician¿s manual states; ¿do not re-sterilize any vns therapy system product. Return any opened devices to cyberonics¿. The generator was found to be at end of service and determined to be the result of normal expected battery depletion, based on the battery life analysis and electrical test results. The pulse generator module performed according to functional specifications. Other than the header anomaly, there were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
On (B)(4) 2013 the explanted generator was returned for product analysis. Product analysis is still underway and has not yet been completed.

Event description:
It was initially reported that the surgeon felt that the patient's device was not working. Additionally clinic notes were received from the neurologist indicating that the device was no longer operational. No interventions are planned at this time. Attempts for additional information are underway.

Event description:
Additional information was received when the patient's implanted product information was provided by the implanting hospital. Also, surgery occurred on (B)(6) 2006 not (B)(6) 2006. It was determined that the issue is most likely failure to program as the physician indicated that the device is no longer operational as he most likely could not establish communication with the device. The manufacturing records for the generator were reviewed; device met all specifications prior to distribution.

Event description:
The patient underwent a generator revision on (B)(6) 2013. An implant card, received from the revision surgery indicated that the reason for replacement was near end of service.attempts for product return have been unsuccessful to date. Attempts for additional information, including product information have also been unsuccessful to date.